Event description:
It was reported that patient presented in hospital after receiving inappropriate hv therapy due to atrial fibrillation with rapid ventricular response. Programming changes were recommended and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.